Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-94675. During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced and the device was explanted and replaced to resolve the event. A device header problem was suspected. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.